Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 239 mg/dl and an insulin injection was to be used to lower the bg level. Tandem technical support performed a system check and found a blockage in the cartridge.